Event description:
The facility representative contacted baxter on 13 april 2010 to report that the device was returned to the biomedical department for routine 6 month check when the device delivered at approximately 12% increase flow than was expected. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. Upon reviewing the powering up the pump, error "h5" occurred, which is caused by a faulty micro processing unit board. "H5" caused the reported problem.

Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake and did not wear a mask." On (B)(6) 2010 the patient was diagnosed with peritonitis. On (B)(6) 2010 the patient began remedial therapy with vancomycin (1 gm, loading dose repeat after 5 days), fortum (1gm, daily), amikacin (250mg, loading dose) and amikacin (125mg, daily). Pd therapy was ongoing as well as remedial therapy with fortum and amikacin. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.